Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received one open and used sample. The sample received has been characterized and it has been identified: thread diameter corresponds to a 6/0 usp size, thread length is 70cm long, thread color is violet (undyed but because it went to gamma irradiation and this affects the characteristics of the thread), needle is a hrt17. With this characterization the suture has been identified as a monosyn violet 6/0 (0.7) 70cm hrt17 with code c0022322 and batch 118127. Both products were wound by the same operator on the same day. We assume that some units of the monosyn violet 6/0 order were mixed-up with the monosyn quick 4/0 order. As there are no previous complaints of this code batch, we assume that the quantity of units affected is very low. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. When opening the unitary pack, sanitary staff should notice that the suture is different than expected and the suture would be discarded without being implanted on the patient. Therefore, no harm for the patient is expected, only a delay in the intervention. Therefore, suture would be discarded and no harms are expected to the patient, only a delay in the intervention. Final conclusion: taking into account that the results of the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: complaint is added to six_05_2012 six sigma project related mix-up inside first pack. This project decides actions to avoid this kind of incidences.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the thread contained does not correspond to the characteristics described on the package. After checking with another thread of the same reference, it seems that the offending unit is more thinner." Mix-up:wrong product inside 1st pack. No harm to the patient was reported.